Event description:
There was an allegation of a questionable online tdm valproic acid result from the cobas 4000 c311 stand alone system. The initial result was 13.4 ug/ml, the first repeat result was 102.8 ug/ml, and the second repeat result was 103.6 ug/ml. The customer questioned the initial low result because it did not match the patient's clinical picture, as they had taken the medication the day before. They did not consider any of the results to be correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number is (B)(6). The last calibration was completed in february. Per the method sheet, it is recommended that calibration be performed every 2 weeks. The investigation is ongoing.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. Water quality, ph, and conductivity were within acceptable limits. Photometer checks were appropriate, and the special wash configuration was verified. The sample pipettor and wash station were checked and found to be operating correctly. The customer believes that the event was a random issue during sample pipetting. The investigation was unable to determine a direct root cause.